Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection the 20gauze cannula was bent and we did observe a small pit (scratch) on the steel surface indicating the tip was potentially handled. A review of the assembly showed there is a protective cap-guard placed on the 20 gauze cannula after production to prevent the observed issue. The protective-cap was not returned with the cannula and likely would not have fit-back over the cannula with the observed bend which suggests this event likely occurred post-receipt of the sample. The investigation determined the most likely root cause of the customer's complaint is related to customer mishandling. No action will be taken for this occurrence, as the likely root cause is related to customer mishandling of the product. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that oil injection needle at frond end of the tubing was deformed (bent) during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Event description:
A nurse reported that oil injection needle at front end of the tubing was deformed (bent) during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).